Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the locking mechanism of the emergency drive has a malfunction. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the locking mechanism of the emergency drive was defective. The failure was found during routine inspection. A getinge field service technician (fst) was sent for investigation and repair on 2023-08-04. No parts were replaced. The spring which is holding the locking mechanism was adjusted, which resolved the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst the spring of the locking mechanism was misaligned which was responsible for the failure. It is stated in the instruction for use of the cardiohelp device (chapter 5.6.1 "check before every application") that the emergency drive must be checked before use. The review of the non-conformities has been performed on 2023-08-30 for the period of 2020-05-13 to 2023-08-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-05-13. Based on the results the reported failure "locking mechanism of emergency drive is defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.